Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 6 years. Unfortunately, the reason for explanting the device was not provided. No other details reported despite multiple attempts to obtain addition information. Furthermore, there have not been any allegations of a product malfunction or quality deficiency related to this device.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.

Manufacturer narrative:
Based on the information provided by the health-care provider, the valve was removed due to severe mitral regurgitation. Per the op report, "immediate preoperative tee confirmed severe mitral valve regurgitation. This was due to a paravalvular leak at the level of p1, and intravalvular leak. Left ventricular function was preserved... There was also the beginning of calcification of the bioprosthesis leaflets (at the hinge)." The valve was replaced with a mechanical valve. The patient was noted to have tolerated the procedure well and was transferred to the recovery room in stable condition. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, it was noted that there was "beginning of calcification of the bioprosthesis leaflets." This most likely contributed to the reported regurgitation and leaking of the valve.